Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) alerted for shock impedance greater than 200 ohms. Technical services referred him to his clinic. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.